Manufacturer narrative:
Occlusion alarm was reported alongside data showing timeout occurrences. Damage was found in several locations along the lead screw component. However it could not be determined if this finding caused the hazard alarm. The exact cause of the alarm could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's bg (blood glucose) values reached 441 mg/dl while wearing the pod longer than 48 hours on the arm. Mother stated an occlusion alarm occurred during a bolus.